Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had an MRI in late (B)(6) 2019, three weeks ago. The pump was not checked post MRI until today. They immediately checked the pump after the first interrogation and saw the pump was still stalled. The patient had already left the day of the report and the company representative would be meeting the patient monday for a follow up appointment to confirm if it was telemetry mode or not. It was noted that the patient had subjective pain and had the pump to treat pain. The patient has had good therapy and no withdrawal symptoms. Additional information was received that reported that telemetry state was confirmed at the follow up appointment. No further complications were reported or anticipated.